Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
It was reported that during a follow-up visit, a warning message about low ventricular lead impedance (148 ohms) was displayed. During the previous follow-up visit one month prior, oversensing was observed, so the sensitivity was changed from 0.4mv to 0.8mv. The lead impedance was about 500 ohms during this previous visit. The physician reported that in the arrhythmia statistics, noise oversensing was detected 74 times in vf zone and 3 times in others. Capture failure was confirmed at 7.0v/1.0m and lead leakage was suspected by the physician. Rv and svc continuity were normal and no anomaly was found on x-ray image. Shock and atp were re-programmed to off, and the pt was hospitalized right after ICD check. The pt is unable to communicate and the family does not desire any life-prolonging therapies. Therefore, re-operation for lead replacement is not scheduled at this point.